Event description:
Reporter indicated that a dell handheld computer's screen freezes during interrogations. The flashcard is reportedly moved around to resolve the event. Good faith attempts for return of the device have been unsuccessful to date.